Event description:
It was reported that t:slim x2 pump battery did not charge reliably, and charging connection only worked when cable was held in place or pump was positioned carefully, even though caller used tandem charging cable and wall adapter and no visible damage was seen on charging port. There was no reported impact to the customer¿s blood glucose level. Customer support arranged shipment of replacement charging cable and wall adapter with two-day delivery, planned a follow-up, and advised customer to use multiple daily injections if pump battery depleted before replacement supplies arrived.